Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (leakage) was confirmed due to a crack on the scope connector case unit, water tightness was lost. In addition to the dark foreign material with some brown parts in the plastic distal end cover resembling glue or silicon mixed with traces from previous procedures, additional evaluation findings were as follows: the air/water cylinder and the suction cylinder had discoloration, the plug unit and the cable unit had corrosion due to water leakage, insulation resistance value at the distal end did not meet the standard value, and the light guide bundle was slipping down. The objective lens had a crack, the light guide lens had a chip, and the connecting tube had a wrinkle. Also, the following components had scratches: the grip, the forceps channel port, the control unit, the switch box, the right/left knob, the up/down knob, the scope connector cover unit, and the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that while preparing the evis exera iii gastrointestinal videoscope for use, a leak was observed. There was no patient harm associated with the event. The device was returned and evaluated, and upon inspection, there was dark foreign material with some brown parts in the plastic distal end cover resembling glue or silicon mixed with traces from previous procedures. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.